Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens did not want to unfold once inserted into the eye. Doctor have removed it and got a new lens. Additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).